Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not registering and the screen displayed rainbow bars. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.